Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced electrode array migration. Repositioning surgery was performed.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the recipient¿s device has been activated. The recipient's device remains implanted. This is the final report.